Event description:
Hold - ab 06/20/2014a hospital pharmacist reported that during a vitrectomy there was a dysfunction of the fluid/air module valve which did not work. Surgeon switched to another kit of same reference but from a different lot number and surgery was prolonged less than 30 minutes. There were no consequences for the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).